Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant. During placement of atrial lead, the helix was extended in the atrial appendage location but did not produce a current of injury. Physician retracted helix and placed lead on lateral wall. Lead showed adequate measurements. Upon staff moving patient over to the patient transport cart and the patient stopped breathing. A rise in threshold was noted. A bedside echo was done and showed mild to moderate pericardial effusion. A pericardiocentesis was performed and patient stabilized. Patient was taken to surgery and the atrial lead was perforated through the atrial wall. Lead was removed and repair was made. Post op check on (B)(6) 2020 was performed and was found to be normal function. On (B)(6) 2020, the patient was extubated and put on hospice and high voltage therapy was turned off.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was extended with traces of blood. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification.